Event description:
A consumer reports blurry distance vision following bilateral intraocular lens (iol) implant surgery. There are two reports associated with the event. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The prod has not been received for eval; the device remains implanted. Add'l info was requested 12/13/2007 and 12/24/2007 by mail, fax and phone. A completed questionnaire has not been returned.